Event description:
It was reported that there was no capture from the atrial lead. The lead was explanted and replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) no anomalies found; the full lead was returned and analyzed. Blood/body fluid present on the proximal conductor and the outer insulation was breached cut; apparent explant damage.